Event description:
Reporter alleged obtaining a result of 250 mg/dl on the compact plus system compared back to back with a result of 119 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).